Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely elevated sodium (na) results were obtained on a patient sample on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) were within specifications on the day of the event. As per siemens instructions, the customer primed the integrated multisensor technology (imt) sample diluent 10 times, trimmed tube ends to solenoids and syringe, and repeated test samples, resulting acceptably. A siemens customer service engineer was dispatched to the customer's site, and performed the following: replaced diluent cap, tubing, solenoid, and syringe; primed diluent and ran qcs, resulting acceptably. The cause of the discordant sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely elevated sodium (na) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant na results were not reported to the physician(s). The sample was repeated again on the same instrument, resulting lower. The 2nd repeat na result was reported, as correct result, to the physician(s). After the instrument was primed, the sample was repeated, in triplicate, resulting lower than the discordant results. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.